Manufacturer narrative:
(B)(4) the event occurred on a patient that was part of a clinical study in france. The fracture was identified (B)(6) post op. No patient consequences were observed at (B)(6) post op. No intervention has occured. Transmission of information delayed by the health center. Information was forwarded by the clinical research dept. On aug. 4 2015. Review of the x-rays show cage placement too anterior with anchoring plate placed into cortical area of the endplate and fractured the inferior anterior corner of the endplate.

Event description:
Vertebral fracture found at (B)(6) post op.